Event description:
It was reported that one of the patients leads had migrated which was confirmed via x-ray. The patient underwent a lead revision procedure wherein the lead was repositioned back to the correct position. The patient was doing well postoperatively.